Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable, and the patient experienced ineffective stimulation. As a result, the ipg was explanted and a new device was implanted. There were no complications during the procedure and effective therapy was established post procedure. Patient was stable.